Event description:
It was reported that the drive support cap is damaged on the insulin pump. It was also reported that the customer had high blood glucose levels of 400mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime/compromised force sensory system, excessive no delivery alarm and displacement tests. The insulin pump communicated properly with one touch ultralink meter. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with minor scratched liquid crystal display window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.